Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. The pressure guidewire was received still inside the wire introducer. The distal part of the proximal coil is stretched through the introducer. The distal tip end is missing including about 3 cm of the corewire. The distal tip includes the sensor and its housing, radiopaque coil, and the soldered dome. It appears the root cause is the nature of the lesion and the attempts made to withdraw the guidewire. Clinical data is being reviewed by the MFR's scientific affairs group. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
It was reported that the physician was performing a pci in a heavily calcified coronary artery when the tip of the pressure guidewire became lodged in the rca lesion. The physician slowly attempted to retrieve the pressure guidewire, then noted that the distal radiopaque tip had "snapped off." An attempt to snare the distal radiopaque tip was unsuccessful. The physician was initially planning to leave the lesion and treat the pt with optimal medical therapy if possible. The physician was utilizing functional measurement (ffr) to potentially leave lesion if ffr negative. However, the incident led to pci mgmt with 3 stents (sizes: 2:25 x 12 mm distal, 3.0 x 18 mm mid, 2.5 x 18 mm proximal) to embed distal tip of pressure wire in coronary artery. The pt did not experience chest pain during the pci. There were no EKG changes or any arrhythmias noted. The pt was discharged from the hosp on (B)(6) 2012. It was reported that there was no damage observed during visual insp when the pressure guidewire was removed from the package and during preparation.